Event description:
It was reported by service report that the zoom drive was popping out of steer when hitting a ramp. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cam bracket assembly.